Event description:
A (B)(6) female pt underwent a ureteroscopy procedure with laser lithotripsy on (B)(6) 2013. The pt was later evaluated her hematuria and pain. Images taken revealed a suspected retained foreign body in the kidney. On (B)(6) 2013, the pt underwent a second ureteroscopy procedure and the foreign body was identified as a fragment of the guide wire in the (B)(6) 2013 procedure. No pt outcome has been provided. (B)(4).

Manufacturer narrative:
This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. No product was returned to assist in this investigation. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. However the absence of elongation makes any of the scenarios unlikely. Root cause is inconclusive. No additional actions required at this time. Per qera, additional action is not required at this time based on the associated risk. We will continue to monitor for similar complaints.